Manufacturer narrative:
A1-a6: correction as there was no patient involvement. D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was one repair request in the past year. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided because no reported issue was observed in it.

Event description:
There was no patient involvement.

Event description:
It was reported that there was a flow error (high) with the pump. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.